Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Customer gave a manual injection to address bg level, went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital 4 days later on (B)(6) 2024 with issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.